Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter on the barrel of the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309605 batch no.: 9003631. It was reported that there are black marks on the barrel of the syringes. Our facility discovered today that one of your lots of syringes has a problem. There are black spots found on multiple syringes, therefore we cannot use these syringes in our manufacturing of finished goods. Theses syringes are the final container that our finished goods are kept in and these black spots make them unusable.

Manufacturer narrative:
H.6. Investigation: one photo and two loose 10ml syringes were received and evaluated. Black foreign matter particles were observed on both samples scattered above the bd logo and on the flange. It appeared to be ink and at least one particle on each syringe is larger than level 4 in size and are rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. Potential root cause for the foreign matter defect is associated with the marking process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd luer-lok¿ syringe bulk sterile pharmacy convenience tray had foreign matter on the barrel of the syringe. No serious injury or medical intervention was reported. The following information was provided by the initial reporter: material no.: 309605, batch no.: 9003631. It was reported that there are black marks on the barrel of the syringes. Our facility discovered today that one of your lots of syringes has a problem. There are black spots found on multiple syringes, therefore we cannot use these syringes in our manufacturing of finished goods. Theses syringes are the final container that our finished goods are kept in and these black spots make them unusable.